Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons were intermittent or not working. The customer reported cracks between the battery compartment and the screen for about 6 months and some of the buttons work. The up and down buttons did not work and the act button was intermittent and the b and esc button worked. The insulin pump's reservoir lip ring was not damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) esc, up and down buttons dome switch. No unlocked lcd keypad connector noted. Device had cracked lcd window, cracked battery tube threads, cracked case at display window corners. The test reservoir locked in place properly and no anomaly noted.